Manufacturer narrative:
One device was received for evaluation. A visual inspection found the device to be in good condition. The event history log found a record of a 'backup audible alarm post error'. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that the inoperable backup buzzer on the main pcb was the root cause. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the device exhibited a system failure alarm. There was unknown patient involvement.